Event description:
It was reported to medtronic neurosurgery that when the physician opened up the product, they found that the straight plates were standard milled. It was also reported that there was no patient involved in the event.

Manufacturer narrative:
The returned straight plate was detached from the tab, and the tab was not returned. The eyelet of the plate was broken and bent open. It is unknown how or when this damage occurred. Proteinaceous debris was observed on the plate indicating that the device had patient contact and that the damage did not likely occur during manufacturing. The instructions for use that accompany the device note that the breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
The returned straight plate was detached from the tab, and the tab was not returned. The eyelet of the plate was broken and bent open. It is unknown how or when this damage occurred. Proteinaceous debris was observed on the plate indicating that the device had patient contact and that the damage did not likely occur during manufacturing. The instructions for use that accompany the device note that the breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was later reported that the device was returned because a screw hole was damaged, and that the damage occurred during surgery. It was also reported that there was no patient involvement and that the patient is in good condition. (B)(4).